Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per the customer, it was confirmed that the hemolysis is below 1% for this event. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that a trima red blood cell (rbc) product has been identified with hemolysis present during storage. No patient (donor) was connected at the time of the event, therefore, no patient information is available. The collection set is not available for return because it was discarded by the customer. Donor unit number:(B)(6).

Event description:
The customer reported that a trima red blood cell (rbc) product has been identified with hemolysis present during storage. No patient (donor) was connected at the time of the event, therefore, no patient information is available. The collection set is not available for return because it was discarded by the customer. Donor unit number:(B)(6).

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.